Manufacturer narrative:
Vyaire medical file identification: (B)(4). A third party field service technician went onsite. The technician could not duplicate the reported symptom and the device passed the ventilator check. Additional problems found were pigtail insulation torn and hardware fault 20. The technician replaced the torn pigtail cable and also replaced the faulty hybrid board. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported device will not cycle breaths on the revel ventilator. The customer reported there was no patient involvement associated with the reported event.